Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported that a sensor wire was retained inside the patient¿s arm. The patient experienced a seizure and was found on the floor with bruises and torn skin on his elbow, feet and head. His caretaker took him to the hospital; his cgm displayed 153 mg/dl; however, his bg was 35 mg/dl upon admission to the emergency department (ed). The patient was treated with tramadol, dextrose and fluids via intravenous (IV) therapy. The patient was discharged from the ed four hours later. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.